Manufacturer narrative:
There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance greater than 2,000 ohms. The lead was thought to be fractured. The rate/sense (r/s) portion of the lead was capped and a new r/s lead was implanted. The defibrillation portion of the lead remains in service. No adverse patient effects have been reported.